Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The patient¿s medical history included paralysis. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient was taken to surgery to move the pump because it was causing problems where it was located. The patient had developed pain and skin issues where the pump was placed. There was no therapy issue. During the surgery, the pump was moved to the other side of the patient¿s body with an additional catheter connection to facilitate its placement. No further complications were reported/anticipated.